Event description:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for testing and recertification. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The psm arm was returned to isi for testing and recertification. Failure analysis found that the psm failed the weighted brake drop test. The psm passed sine cycle, friction and switch tests. The brakes, brake gears, brake bearings, brake shafts and the axis 2 brake were replaced to repair the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.